Event description:
It has been reported to philips that an error message appeared indicating the shutter was unavailable. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event. The field service engineer (fse) inspected the system onsite and confirmed that there were shutters unavailable error message displayed intermittently. Review of system log file confirmed the malfunction of collimator. To resolve this issue, the philips engineer replaced the collimator. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.